Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left knee was revised due to infected. A 6x9 ts poly was swapped for another of the same type and size and a wash out was done. Rep confirmed that no further information will be released by the hospital or surgeon.